Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after an infusion site change, the patient experienced rising glucose levels up to 400 mg/dl. Upon removal of the infusion set, the patient noted the cannula was slightly bent. A new infusion site was inserted; however, glucose levels continued to rise, and the patient administered a manual insulin injection for correction. The patient discontinued use of the infusion set and resumed therapy using an alternative system, after which glucose levels returned to normal range (106 mg/dl). The event occurred during use, and no patient injury was reported.

Manufacturer narrative:
D3 - postal code was updated. D4 was updated. D5 - operator of device was updated. D8 - was device serviced by third party? Was updated. H6 was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.